Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath d/l catheter as returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. A kink was noted proximal to the tissue cuff. The distal end of the tapper sleeve was noted to be partially lifted. The catheter was noted be torn and deformed. Therefore, the investigation is confirmed for the reported material torn and identified deformation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3, h6(device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the portion of the catheter was allegedly torn when inserting the catheter into the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the portion of the catheter was allegedly torn when inserting the catheter into the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath d/l catheter as returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. A kink was noted proximal to the tissue cuff. The distal end of the tapper sleeve was noted to be partially lifted and deformed. Therefore, the investigation is confirmed for the identified deformation. However, the investigation is inconclusive for the reported fracture issue as no objective evidence found from sample evaluation results. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the portion of the catheter was allegedly torn when inserting the catheter into the sheath. The procedure was completed using another device. There was no reported patient injury.